Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer pressed the down arrow on the options screen, the touchscreen would not work and would time out. During troubleshooting with tandem's technical support, it was noted that the pump passes all the tests. There was no impact to the customer's blood glucose level. Reportedly, the customer would obtain a touchscreen stylus for accuracy.